Manufacturer narrative:
(B)(4). Approximate age of device ¿ 19 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that tenderness and erythema were noted at the driveline exit site; the patient did not know how long it had been present. Cultures were positive for coagulase negative staphylococcus. Gentamicin ointment was changed to mupirocin and IV vancomycin was started. The patient¿s white blood cell count was 7.18 x 10^9 cells/l, temperature was 36.8 c, heart rate was 92 beats/min, and respiratory rate was 16 breaths/min. No additional information was provided.

Manufacturer narrative:
The patient underwent a pump exchange on (B)(6)2017 due to presumed pump thrombosis. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-01046. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.